Event description:
It was reported that approximately 62 months post-implant of a bifurcated device and a limb extension, an endoleak from the bifurcated device was identified. The physician elected to treat the endoleak with a gore cuff, but did not correct the endoleak. Therefore, the patient was treated with an additional bifurcated device, which successfully corrected the endoleak. The patient tolerated the procedure well. Additional note: it was indicated that post implant of the bifurcated device the patient expired a few days later, due to other patient conditions.

Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed based on the clinical assessment and image review. The patient had multiple risk factors for aneurysmal disease progression, and was susceptible to bleeding complications due to the use of both an antiplatelet and anticoagulation medication. These factors might have contributed to this event. The endoleak and resultant aortic rupture were substantiated. There was evidence of mural thrombus seen within the main body; it was unclear whether the hypogastrics were occluded acutely. The patient was reported to be in shock and in acute renal failure prior to the surgery. Due to the retroperitoneal bleed, an abdominal decompression was necessary. Mesenteric ischemia resulted on post-operative day one, which might have contributed to a continued shock state and multiple organ system failure. However, the official cause of death was not disclosed.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.